Manufacturer narrative:
Further information was requested for the investigation, but was not provided. The customer is no longer experiencing any issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results for multiple assays for qc material and patient samples from the cobas 6000 e 601 module. Of the data provided, only the results for one patient were a reportable malfunction. The initial troponin t result was 3 ng/l and the repeat result was 11 ng/l. It was unknown if any erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided.